Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. A new cartridge was loaded to resolve the issue. Customers blood glucose level was 66 mg/dl.